Event description:
It was reported that multiple episodes of non-sustained right ventricular oversensing due to t-wave oversensing were noted on the device when the patient was checked prior to a generator change for normal eri. No changes were made since the device was changed out. The patient was stable; no adverse health consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction for manufacturer report number 2017865-2021-09542 follow-up number 1: section g3 - date received by manufacturer should have been apr 14, 2021 rather than mar 14, 2021.